Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The home patient (hp) was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics. The patient was recovering.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was undetermined. A batch review of suspect lots was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).